Event description:
It was reported that a patient was in the hospital for unrelated issue when hv lead impedance oor was detected. Fluoroscopy images have conformed externalized conductors. Dft test was suggested. Dtf test was successful. No electrical abnormalities were detected. No further information is available.

Manufacturer narrative:
(B)(4).